Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have missing housing screws and was unable to power on using ac or dc power. Internal inspection indicated that the ac inlet module was broken away from the system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that moving the ac input module around while ac power is applied causes the unit to intermittently lose power. No consequences or impact to patient were reported.